Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation, overactive bladder, and gastrointestinal/pelvic floor. It was reported that the patient was not feeling the stimulation. This started last week ((B)(6) 2019). They used to feel the stimulation on current setting of program 3 at 6.5 volts but could not go any higher with the setting as they got the upper limit message was seen. The patient was told the healthcare professional (hcp) could adjust the setting. In the last week, they were not feeling the stimulation and later in the evening they had a return of their symptoms. The patient stated that they had tried program 4 but they were up all night. They met with their hcp yesterday and the therapy was on. Using the programmer, it was determined that the patient was on program 3 at 6.35 volts and the therapy was on. Additional information received on nov. 18, 2019 from the patient again reported that the upper limit screen was seen when trying to increase the amplitude. They were wondering how to get the settings changed so they did not see the upper limit and were told that the doctor would be able to change those settings for them. Additional information received on 2020-04-16. Patient reported that they saw their doctor in november and he said he was emptying but not completely. The patient had an appointment last thursday and the doctor¿s office did not have a clinician programmer. The patient noted that they were at 6.35 volts and did not feel the stimulation. They also mentioned that they had a problem emptying their bladder and got up at different times every night. Further information received from the patient on dec. 3, 2019 reported that they tried to increase the stimulation but was unable to as they saw the upper limit screen. The patient was redirected to follow up with their healthcare professional (hcp) for the issue. It was noted that they did see the hcp on (B)(6) 2019. No further complications noted or anticipated.

Event description:
Additional information was received. The patient was asked to clarify not being able to empty completely and they said that sometimes it was, their doctor said there was nothing else they could do. It was reported that the program number was changed as a step to resolve the inability to empty the bladder completely.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The correct date for follow up number (B)(6) is (B)(6) 2020 and is corrected in this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the patient saw the urologist a couple weeks ago and discussed the frequency and concerns that patient might be leaking and not emptying the bladder. Sometimes the patient feels stimulation. The doctor said the battery was fine and patient confirmed there is nothing medically wrong and patient had a blood test and urine test and everything came back normal. Last night patient had soup and went 3-4 times in a row and patient is not sure if they are emptying their bladder. Sometimes the patient has to push. If patient increases amplitude to 7.5 it is uncomfortable. Reviewed how higher amplitude impact battery longevity and that patient should never increase past the point of comfort. Patient confirmed currently it is comfortable. Sometimes patient is not sure if they are sweating or leaking. Reviewed that patient has contacted patient services multiple times reporting the same symptoms and the manufacturer cannot provide medical advice, redirected to managing physician. Reviewed considerations about stimulation sensation per patient inquiry.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they inadvertently turned off the stimulation. They were able to turned it back on.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation, overactive bladder, and gastrointestinal/pelvic floor. It was reported that the patient was not feeling the stimulation. This started last week (B)(6)). They used to feel the stimulation on current setting of program 3 at 6.5 volts but could not go any higher with the setting as they got the upper limit message was seen. The patient was told the healthcare professional (hcp) could adjust the setting. In the last week, they were not feeling the stimulation and later in the evening they had a return of their symptoms. The patient stated that they had tired program 4 but they were up all night. They met with their hcp yesterday and the therapy was on. Using the programmer, it was determined that the patient was on program 3 at 6.35 volts and the therapy was on. Additional information received on (B)(6) 2019 from the patient again reported that the upper limit screen was seen when trying to increase the amplitude. They were wondering how to get the settings changed so they did not see the upper limit and were told that the doctor would be able to change those settings for them.further information received from the patient on (B)(6)repor ted that they tried to increase the stimulation but was unable to as they saw the upper limit screen. The patient was redirected to follow up with their healthcare professional (hcp) for the issue. Additional information received on 2020-04-16. Patient reported that they saw their doctor in november and he said he was emptying but not completely. The patient had an appointment last thursday and the doctor¿s office did not have a clinician programmer. The patient noted that they were at 6.35 volts and did not feel the stimulation. They also mentioned that they had a problem emptying their bladder and got up at different times every night. . It was noted that they did see the hcp on nov. 15, 2019. No further complications noted or anticipated

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported being on program and being able to sleep through the night, but still has frequency during the day. Nothing was able to be reviewed and the patient did not state reasons for the call due to the phone dropping many times. The patient called back reporting that they are doing better at night on program 2 but is going more often during the day. Last time the patient spoke with their doctor, the doctor said patient wasn't emptying out the bladder and sometimes patient wonders if they are dripping urine or sweating. Reviewed therapy expectations with the patient and recommended they discuss their baseline symptoms to help determine therapeutic effect with their managing physician.

Event description:
Additional information was received from the patient. They reported that their frequency was the same, but then mentioned they went one more time during the day and night. They had also turned stimulation on yesterday morning and stated it showed it was off today. They called back the same day and reported they still had a lot of nighttime frequency. They felt like they had to urinate and it would take a while for them to urinate. They reiterated their healthcare provider told them last year they may not be emptying their bladder completely. The program was changed and stimulation was adjusted to a comfortable level. It was recommended they follow up with their healthcare provider.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. Sometimes they get the urge to urinate but then it takes a couple minutes to go. They repeated previously reported symptoms.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They clarified the report of stimulation being off was that it was turned off previously. It was reported that symptoms were resolved by turning stimulation on and they had an appointment with their urologist on (B)(6) 2020.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they started having symptoms again around (B)(6) 2020. They were urinating again at night, that they go to the bathroom 3-4 times a night (sometimes 2 or 3 times in a row) and 8 times total per calendar day. The patient checked their patient programmer (3037) prior to calling and stim was off. The patient turned stimulation on and increased to 6.0 on program. It was recommended that they monitor their symptoms.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. Patient called back reporting the same issues below; waking up at night to urinate and not completely emptying his urine when he uses the restroom. Patient stated that his bathroom usage is regular during the day. Patient mentioned speaking with his hcp in november about the issue and the hcp said it's normal for anyone to use the restroom in the middle of the night since you lay for so long. Patient stated that some nights he wont go at all and some nights he can get up a couple of times, but last night he got up 4 times. When he got up this morning he went to check on his device and noticed stimulation was off. Patient stated that he might turned stimulation off, but isn't sure and doesn't know how long it has been off. Patient then turned stimulation back on this am; stimulation was on when patient service instructed the caller to check settings. He is on p3 at 6.35v at the upper limit. Patient stated that he will monitor his symptoms since he just turned stimulation back on and if his symptoms do not improve he will call his hcps office. Additional information reported on 2020-05-15 stated patient wanted to change programs. Patient was able to change programs during the call. Patient also mentioned symptoms which are already reported. The patient was instructed to follow up with hcp to discuss symptoms.